Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
As reported, the customer was not able to recognize any picture using the camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Updated fields: d8, g3, h2, h3, h6 and h10. The customer returned the camera head to olympus for the issue: ¿unable to recognize picture¿. The subject device was inspected, and the issue was confirmed and found to be caused by defective cables and damaged charge coupled device (ccd). It was determined that the product specifications were not met. In addition, wobble of the coupler unit was observed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: endoscopic image disappearance and freezing. Warning the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pean or similar object. There is a possibility that the camera cable may break. Based on the investigation results, regarding ¿unable to recognize picture¿, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the cable and charge-coupled device failure. Olympus will continue to monitor field performance for this device.

Event description:
As reported, the customer was not able to recognize any picture using the camera head. There were no reports of patient or user harm associated with this event.